Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. See scanned pages.

Event description:
Device 1 of 2. Ref MFR report # 1627487-2011-02819. The pt was implanted with a trial scs system on (B)(6) 2011. It was reported that the pt experienced shooting pain in the left thigh and difficulty moving her right ankle. The leads were explanted on (B)(6) 2011. An MRI was performed and established that the pt had myelitis. The symptoms partially resolved. No add'l info is available at this time.